Event description:
It has been reported to philips that the system turned off and did not boot back up. The system was in clinical use for vascular kidney treatment at the time of the reported event. The patient was moved to another room to complete the treatment. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in MFR report number 3003768277-2024-05884. This complaint will be closed as duplicate.